Manufacturer narrative:
Other, other text: a sample was returned to manufacturing for investigation. Visual inspection was performed. The samples returned; it consists of two (2) units for part number p/n 21-7322-24 l/n 4309457; the returned samples were received in unused conditions inside a plastic bag. The complainant returned units were visually inspected. The samples returned were tested using the hydrostatic vessel. No discrepancies were detected, liquid flow through the whole device without leaking, thus, the failure mode reported is not confirmed. The failure mode reported is not confirmed. Root cause cannot be determined since complaint was not confirmed. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported that a leak was coming from the cassette. The treatment was completed, and the remaining volume was 0. There was no discernable amount of loss but powdery residue in the bag and pump. No alarm sounded during the infusion. No patient injury occurred.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.